Event description:
Initial laser photovaporization of prostate, abandoned secondary to laser malfunction. Laser failure after approximately 20,000 joules delivered in the prostate. At this point, unfortunately, the thulium laser malfunctioned. We could not get the machine turned back on. Given that I had already initiated the procedure and the patient did have some bleeding from the incisions made to the prostate, I opted to proceed with a transurethral resection of the prostate. The rep in the room took the laser with him for testing and stated they tested 3 hours after reported and ran the laser for over 20 hours and there was no problem found. The laser is now back in circulation.